Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open deep inferior epigastric artery perforator procedure, while closing the wound the device needle detached from the thread. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.